Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred, the lesion was pre-dilated, unknown type and size balloon. The physician attempted to place a liberte' 3.5x32mm bare metal stent to the 60% stenosed lesion located in the severely tortuous, severely calcified mid right coronary artery (rca), but encountered significant resistance upon insertion. While attempting to pull the stent delivery system back into the guide catheter, the stent completely dislodged from the balloon at the mid portion of the artery. The physician then implanted a non bsc stent, unknown size, to crush the dislodged liberte' stent against the vessel wall. The procedure was completed by placing another 2 non bsc stents, unknown sizes, to the target lesion. No pt complications were reported. Patient status post procedure is noted as stable.